Event description:
The device was used during a laparoscopic vagotomy and gastrectomy procedure. Reportedly, a component disengaged into the patient's cavity. The surgeon performed a laparotomy to complete the procedure. The hospital has reported the patient's condition is satisfactory.